Event description:
Sequence of events identified on ICU medical plum 360 large volume infusion pump that disables medication bolus functionality, which may lead to delay in patient care and associated harm. Medication with bolus enabled infusing on the pump; pump is turned off (or turns itself off - battery issue, etc.) Pump is turned back on; end user is prompted new patient? Answer: no; end user selects medication channel to resume infusion; end user is prompted clear line settings? Answer no; previous medication display appears, however, bolus softkey is no longer visible to the end user when attempting to deliver a medication bolus (only return to a/b softkey is available). To re-enable the bolus, the end user must reprogram the pump, which takes time. If a critical medication is infusing and requires a bolus, the end user must either manually draw up the drug (if/when available) and give it manually (as IV push) or must take the time to reprogram the medication entry. This delay in care has the potential to cause harm to the patient.